Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the fmt was partially extruded as a result of an infection. The device was explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted due to an infection followed by extrusion and decreased hearing, likely induced by unrelated medical reasons (e.g. Observed cholesteatoma). No available information points to the implant being the source of infection. This is a final report.

Event description:
It was reported that the fmt was partially extruded as a result of an infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The device was explanted. As per additional information received with the device explantation report, the conductive link was severed during removal surgery and cholesteatoma, extrusion and decreased hearing were observed. Also excessive tissue growth in the middle ear was noted.